Event description:
It was reported that the ilet displayed error code 75 and did not resolve after multiple restarts, consistent with a device circuit failure; the specific device component implicated was not identified. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no available findings and the cause could not be established, though a circuit failure was considered based on the reported alarm. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.